Event description:
Pt reported obtaining a fasting blood glucose result of 240 mg/dl (capillary sample), while using the suspect device. Within 5 minutes, a venous sample, obtained from the pt, measured 170 mg/dl in a reference lab. No treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.